Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "infusion found infusion connector leakage."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Root cause could not be determined and complaint is unconfirmed.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: "infusion found infusion connector leakage."